Event description:
Event reported as: "6-8 weeks ago the pt stopped feeling satiety. Band was filled to max capacity with no change satiety observed by pt. Fluid was then removed from band and radio opaque dye injected. X-ray then showed that band had come undone." Pfn update revealed that "radiopaque x-ray showed band to be open. Laparoscopy showed buckle to be split on one side." The lap-band ap-l was explanted and replaced by a new ap-l band of the same model.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/29/08. The access port connector associated with this report remains implanted at this time. The band section of the lap-band system was explanted and will be returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect."